Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. Report 1 of 2 . See 1920664-2016-00269.

Event description:
The doctor reported problems with the vitrectomy cutters on the bl5225w have been cutting intermittently. The cutter stops and he releases the foot switch and presses on the pedal again and the cutter starts cutting again. No lot number, quantities or product being returned. He was not sure if the aspirating stopped. No patient issues.